Event description:
Customer reportedly obtained results of 81mg/dl, 52mg/dl, and 163mg/dl on the same device within 10 minutes. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.